Event description:
The complaint is reported as: "random screwing of the adaptor to the flowmeter which lead to leaks and no nebulisation (frequency: 7 times)." It was reported there is a connection problem and "the ring is fragile, it disconnects in case of excessive tightening". Patient consequence was reported as "dry mucous mebranes causing occulsion on tracheostomy cannula". There was no report of desaturation, required medical intervention, or further clinical consequence.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. The reported lot number 774k1900597 is not a valid adaptor lot number. The reported lot number has one too many initial digits but otherwise matches a valid adaptor lot number of 74k1900597. A device history record review was performed on lot 74k1900597 and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "random screwing of the adaptor to the flowmeter which lead to leaks and no nebulisation (frequency: 7 times)." It was reported there is a connection problem and "the ring is fragile, it disconnects in case of excessive tightening". Patient consequence was reported as "dry mucous membranes causing occlusion on tracheostomy cannula". There was no report of desaturation, required medical intervention, or further clinical consequence.